Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported they weren¿t sure what the ¿connecting and disconnecting going on and mechanical activating of electrodes¿ at implant was. The patient reported experiencing painful shocks which was why they called. They had a new (replacement) device installation 2019-nov-29 and the device was reprogrammed at that time. The patient had never experienced such a severe shock, so they were concerned something was wrong, but they didn¿t know if it was a device issue or procedure issue. The patient suspected it was because the battery was new and had a stronger charge combined with reprogramming. The patient reported that no additional steps had been taken to resolve the shocking after changing programs, and that the pain diminished after changing the program. The patient continued that the pain (shock) returned occasionally when they do certain stretches and it seemed there may be mechanical activation of an electrode. The patient noted they didn¿t have these painful shocks prior to the installation of the new device. The program they were currently using seemed to be effective, so they were living with the occasional pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller was told they were on the same program they had before when programming was set up. The caller noted when they were walking and doing things, they were fine, but if they sat or lay the stimulation was an excruciating jolt of electricity/shock. It was noted to be very painful. The patient reported changing the program and now it was fine and comfortable. The caller noted a pre-existing condition of their leg being numb from a back injury, but that it was more numb on that program. The caller stated the healthcare provider used imaging/fluoroscopy at implant but there was connecting and disconnecting going on and ¿mechanical activating of electrodes¿ and the patient wondered if something happened to the programming. An email was sent to the field. An email was received indicating a rep would be contacting the patient. No further complications were reported.